Manufacturer narrative:
The available data did not permit to confirm the complaint. Based on the complaint description, the cause for the reported issue cannot be confirmed. The customer indicated that he has not had any issue with the planning station since this complaint. D4 unique identifier (UDI) #: (B)(4).

Event description:
Company clinical representative (cr) was assisting for an seeg surgery. The surgeon made the cr aware that while he was planning on his laptop, that three separate times the laptop screen turned blue and the laptop was reset. The surgeon said that the patient folder was saved, however three separate times it was interrupted randomly.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
Company clinical representative (cr) was assisting for an seeg surgery. The surgeon made the cr aware that while he was planning on his laptop, that three separate times the laptop screen turned blue, and the laptop was reset. The surgeon said that the patient folder was saved, however, three separate times it was interrupted randomly.